Event description:
The user stated she was getting instrument alarms and received data flags on 25-30 pt samples. Of the data provided, one calcium result was discrepant. The initial result was 27.6 mg per dl with a data flag, repeat result was 8.8 mg per dl. The user stated no invalid pt results were released. The field service representative determined there was a bad r1 internal rinse valve and rinse mechanism tubing. He replaced the valve and the tubing and adjusted the rinse volume. To verify the analyzer operation, he ran cell blank, calibrations, qc and the pt sample with all results within specification.